Event description:
Event description guidant received information that this ventricular implantable lead dislodged one day post-implant and was not able to be successfully repositioned because the helix became jammed and was no longer able to be extended.